Event description:
The customer reported post-collection hemolysis that exceeded the (B)(6) requirement of less or equal to (B)(4). The disposable set is not available to be returned for investigation. Patient age is not available at this time. This report is being filed due to the safety allegation of hemolysis.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be filed.